Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: the device was returned broken in 3 parts: a portion of the guide wire lumen, the outer shaft with a part of balloon broken and the hub. A portion of the distal part of the guide wire was returned with the material back. Traces of blood were detected on the outer shaft. The outer shaft was broken proximally close to the hub and distally at the middle of the balloon (total length 148 cm).the guide wire lumen portion returned was 164 cm (about 15 cm longer than the standard). The guide wire distal part appeared stretched (confirmed by the impossibility to insert the guide wire), resulting due to tensile force applied probably during withdrawing. The balloon was found broken radially. No markers were returned.

Event description:
The physician was attempting to use an amphirion deep us pta balloon catheter to treat a lesion in the tibial/popliteal trunk. The lesion exhibited severe tortuosity and severe calcification. The device was inspected and prepped prior to use with no issues noted. During inflation a balloon break/fracture occurred, some parts were retrieved using snares and some parts remain in the patient. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device - severe tortuosity and severe calcification. Related to operational context -event most likely procedural related, no issues noted during device inspection and preparation prior to use. No results available since no evaluation performed - device or procedural images not provided for review. No device received for evaluation. Evaluation conclusion: device failure related to patient condition - severe tortuosity and severe calcification. Operational context caused or contributed to the event - event most likely procedural related, no issues noted during device inspection and preparation prior to use. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).